Manufacturer narrative:
The lot was manufactured june 03, 2016- june 07, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not allow flow of medication. It was noticed that after several hours of infusing the bladder had not reduced in size. There was no patient injury or medical intervention associated with this event. No additional information is available.